Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were not able to be installed securely and were no longer "clicking into place". Customer declined troubleshooting with tandem technical support, and declined to provide further information.